Manufacturer narrative:
H4: the suspected device for product code 2r8858 and lot number r22f28093 was manufactured on 06/30/2022. The suspected device for product code 2c8541 and lot number r22i13048 was manufactured on 09/15/2022. The suspected device for product code 2c8541 and lot number r22i24109 was manufactured on 09/26/2022. H10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of access sets had microbubbles above the "filter". This was discovered during infusions with paclitaxel using a spectrum iq infusion pump. The issue resulted in upstream occlusion alarms on the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue #: the following are suspect in this event - 2r8858, 2c8541. Lot #: the following are suspect in this event - r22f28093 (2r8858), r22i24109 and r22i13048 (2c8541). MFR site: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.